Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this patient experienced syncope. The clinician contacted boston scientific technical services (ts) and requested for a field representative to be sent to their location. Ts discussed interrogating the pacemaker to help evaluate the cause of the syncope. The clinician also reported that the pacemaker was pacing and the patient was stable at the time of the call. This pacemaker remains in service. No additional adverse patient effects were reported.